Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient had sleep apnea. The patient recently had vns generator replacement for generator end of service on (B)(6) 2012. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's sleep apnea is not related to the vns.